Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received the message that "cartridge is unusable" with multiple cartridges during the load sequence. Pump history could not be reviewed at the time of the report to identify the alarm. Further troubleshooting was declined by the customer. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.